Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.